Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained could you please confirm what do you mean by "the suture was torn"? Please explain. They tried to use the suture and while suturing the suture ruptured, broke, torn. This happened 3 times during the suturing to my understanding while using the same suture. The suture was then replaced and the procedure was completed successfully. Could you please provide lot number? I do not have a lot no. Or any packaging from this incident. Events submitted via 2210968-2021-05895 and 2210968-2021-05896.

Event description:
It was reported that the patient underwent a vessel anastomosis procedure on (B)(6) 2021 and the suture was used. During surgery, while suturing the suture broke. Another like suture was used to complete the procedure successfully with no delay. There were no patient consequences reported.